Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 11/28/2017 that on 11/27/2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted into the abdomen on 11/24/2017. No additional event or patient information is available. No data was provided for evaluation. The complaint confirmation and root cause could not be determined.